Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue since past year.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a procedure to replace the implantable pulse generator (ipg) due to charging difficulties, including prolonged charging times and reduced battery life. The explanted ipg will not be returned as it was retained by the medical facility. Postoperatively, the patient expressed satisfaction with the therapy provided.